Manufacturer narrative:
The complaint programmer was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that the programmer screen was unresponsive. The testing was completed with a different programmer. No adverse patient effects were reported. The programmer remains in service.